Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 45.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Internal insulation abrasion was noted at 48.0-49.3cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that oversensing was noted on the rv lead. The lead was explanted and replaced. The patient was in good condition.